Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
After two days of implantation, a threshold increase relative to the subject lead was observed. Reportedly, no movement of the lead was observed, and there was no apparent damage. Refer also to MDR 1000165971-2011-00205; sn: (B)(4), which is the atrial lead implanted with the subject lead.